Event description:
The customer reported that the battery of the pump would not charge, despite using both the tandem charging cable and different wall adapters and attempting a prolonged connection to a wall outlet. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the pump into different outlets, but when the issue persisted, it was decided that the pump would be replaced. The customer was informed how to prepare the pump for storage and return it to tandem with a pre-paid label.